Event description:
Resident stated "resident leaned forward to get the straws and resident fell". Resident was sitting on edge of bed and leaned down and fell to floor. Bed alarm did not sound and was impinged on the mattress. Bed alarm was checked and found to be malfunctioning. Alarm was replaced and new alarm worked with previous pad. Pt was transported to ER at later time. Xray of back and ribs was neg.